Manufacturer narrative:
The product was not returned for evaluation. We are unable to assess if any product condition could have contributed to the pt's skin irritation. No qualification and sterilization records were reviewed because no product lot number was reported.

Event description:
The patient's mother reported that her (B)(6) daughter worn a pod on her abdomen and her site became bright red, dark red, purple, black and blue, it was itchy, painful, warm to the touch and there was also a burning sensation. She took her daughter to her healthcare provider who prescribed fenistil gel ointment for her skin irritation.